Manufacturer narrative:
Service was performed on the product, and the evaluation did not confirm the failure mode. The most probable root cause of the event is unknown and inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. No patient impact or injury. The investigation is complete.

Manufacturer narrative:
The device received for evaluation was a different serial number than what was initially reported. The device history record was completed with no anomalies noted. The received product was evaluated and the evaluation did not confirm the failure mode. The most probable root cause of the event is unknown and inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. The investigation is complete.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were noted. The product was not returned, rather a field service engineer was dispatched to evaluate the unit on site. The engineer was not able to reproduce the problem and there was no damage to the communication lines. The elite interface computer (eic) module was exchanged as a precaution to prevent the issue reoccurring in the future. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the stellaris system shutdown during surgery. It was reported the device and accessories were properly calibrated beforehand and the surgery started then suddenly the shut down occurred. All plugs and cables were checked by the staff, but no errors were found. The system was restarted and surgery continued without any problems. There was no harm to the patient.